Event description:
The customer reported that at the end of an ablation procedure, the patient had skin burn at the puncture site on the thigh. The burn was described as 2nd degree and required debridement.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.